Manufacturer narrative:
H6: evaluation code corrected from "device not returned" to "device discarded".

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were inserted. Release criteria was not met and the 31mm wds was exchanged for a 35mm wds. While attempting positioning, the anesthesiologist noted a drop in the patient's blood pressure. The anesthesiologist also noted that they had been treating the patient's blood pressure for approximately 45 minutes. An effusion sweep was performed, and a pe was observed. The wds did not meet release criteria, therefore the physician decided to abort the procedure, remove the watchman devices from the vasculature and treat the pe. A pericardiocentesis was performed and the patient was discharged two days later. It was further reported that heart failure occurred on (B)(6) 2023.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were inserted. Release criteria was not met and the 31mm wds was exchanged for a 35mm wds. While attempting positioning, the anesthesiologist noted a drop in the patient's blood pressure. The anesthesiologist also noted that they had been treating the patient's blood pressure for approximately 45 minutes. An effusion sweep was performed, and a pe was observed. The wds did not meet release criteria, therefore the physician decided to abort the procedure, remove the watchman devices from the vasculature and treat the pe. A pericardiocentesis was performed and the patient was discharged two days later.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were inserted. Release criteria was not met and the 31mm wds was exchanged for a 35mm wds. While attempting positioning, the anesthesiologist noted a drop in the patient's blood pressure. The anesthesiologist also noted that they had been treating the patient's blood pressure for approximately 45 minutes. An effusion sweep was performed, and a pe was observed. The wds did not meet release criteria, therefore the physician decided to abort the procedure, remove the watchman devices from the vasculature and treat the pe. A pericardiocentesis was performed and the patient was discharged two days later.